Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("multiple pieces of silver-colored coiled spring-like surgical implants") and pelvic pain ("chronic pelvic pain") in a 30-year-old female patient who had essure (batch no. 806713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: nuvaring from 2008 to (B)(6) 2011. Concomitant products included acetylsalicylic acid (baby aspirin), folic acid since 2007 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2011. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infections") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (diagnostic laparoscopy with the essure coil removal). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, abdominal pain, urinary tract infection, menorrhagia and migraine outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and headache had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she got them out with no probs. The incisions don't really hurt yet. Approximately 2 expanded outer coils were visualized trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record :device breakage" . Most recent follow-up information incorporated above includes: on 21-jun-2018: new reporters and reporter information added. Event: multiple pieces of silver-colored coiled spring-like surgical implants. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 30-year-old female patient who had essure (batch no. 806713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2008 to (B)(6) 2011. Concomitant products included acetylsalicylic acid (baby aspirin), folic acid since 2007 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infections") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopy with removal of essure coil by salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and headache had resolved and the abdominal pain, urinary tract infection, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she got them out with no probs. The incisions don't really hurt yet. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (menorrhagia), migraine and headache. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("multiple pieces of silver-colored coiled spring-like surgical implants") and pelvic pain ("chronic pelvic pain") in a 30-year-old female patient who had essure (batch no. 806713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: nuvaring from 2008 to (B)(6) 2011. Concomitant products included acetylsalicylic acid (baby aspirin), folic acid since 2007 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("severe vaginal bleeding/ abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infections") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (diagnostic laparoscopy with the essure coil removal) and surgery (laparoscopy with removal of essure coil by salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, abdominal pain, urinary tract infection, menorrhagia and migraine outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and headache had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she got them out with no probs. The incisions don't really hurt yet. Approximately 2 expanded outer coils were visualized trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record :device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("severe vaginal bleeding") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (underwent surgical procedure to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.